Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. In addition, it was reported that the battery compartment was cracked and the threads of the battery cap were stripped. Also, it was reported that the battery cap was ¿gritty¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 01/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/13/2015 with the following findings:several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was cracked in the thread area and below the grip pad. The threads of the returned battery cap were damaged. Evidence of moisture ingress was found inside of the battery compartment and on the underside of the battery cap. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and no further evidence of internal damage or defect was found.